Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the power supply to address this finding. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device is not powering on. There was no patient involvement.